Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed fault code 27 (encoder fault) was confirmed during functional testing and archive data review. The root cause for the fault code 27 error message was due to a defective encoder, likely attributed to a defective component. During the visual inspection of the returned autopulse platform, observed cracked front enclosure at the front end area. This type of physical damage is likely attributed to mishandling, such as a drop. The front enclosure will be replaced to address this issue, unrelated to the reported complaint. During archive data review, multiple fault 27 error messages were noted around the reported event date, thus confirming the reported complaint. During the initial functional testing, the autopulse platform displayed fault code 27 (encoder fault (> 3000 rpm)) after few compressions, thus confirming the reported complaint. The root cause of fault code 27 was due to a defective encoder. The defective encoder will be replaced to remedy fault code 27 error message. Waiting for customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4)) displayed fault code 27 (encoder fault) error message. Crew were unable to clear the error message and therefore, performed manual CPR. No consequences or impact to patient.